Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l groshong catheter. The sample was received with an inlaid stylet. Usage residues were visible within the catheter. The stylet exhibited a sharp bend just distal of the metal cannula. The stylet appeared to have been manipulated within the catheter. A split was observed in the catheter shaft within the region overlaying the cannula. Microscopic inspection of the split revealed sharply defined, irregular edges with granular fracture features. A portion of catheter appeared to have been removed. Tactile inspection of the sample revealed tensile weakness, material necking, and discoloration in the vicinity of both splits. Microscopic inspection of the leak site revealed a small circular split. The split corresponded in size and location to the distal end of the stiffening stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed between the 5cm depth marking and the valve. The split features, relative locations and tensile weakness were consistent with damage caused by manipulation of the catheter and stylet, causing the stylet cannula to split the catheter near the proximal end and the stylet tip to perforate the catheter near the distal tip. The observed use residues suggested that manipulation occurred during attempted use.

Event description:
It was reported that when placing the PICC catheter, the customer opened the package and pre-flushed the catheter by drawing saline with a 10 ml syringe to confirm the integrity of the catheter. But during pre-flushing, liquids leaked from the proximal end of the catheter. Then some of the guide wire was removed and one fine hole was noted at the proximal end of the catheter. Water spraying occurred during pre-flushing. The catheter was immediately replaced and no impact was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when placing the PICC catheter, the customer opened the package and pre-flushed the catheter by drawing saline with a 10 ml syringe to confirm the integrity of the catheter. But during pre-flushing, liquids leaked from the proximal end of the catheter. Then some of the guide wire was removed and one fine hole was noted at the proximal end of the catheter. Water spraying occurred during pre-flushing. The catheter was immediately replaced and no impact was caused to the patient.